Event description:
It was reported that the sample (B)(6) was tested with serology. The test result was negative (e-), which contrasted with molecular typing performed on (B)(6) 2025 by "grifols laboratory solutions", using the ID core xt assay. The molecular typing provided a positive result (e+) with ID core xt analysis software v3.0.5..